Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity status bar was gray. The device was not used and there was no patient involvement.